Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission from (B)(6) 2020. The transmission showed noise was observed on the atrial lead. The patient was brought to the clinic for a follow up on 12 feb 2021. The noise episodes appeared to correlate with the patient's activity and was easily recreated with isometric testing. The atrial lead was reprogrammed and noise sensing was reduced. The patient's condition was stable.